Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 1:00 pm, the patient was transported to urgent care by a friend due to concerns of an inaccurate cgm reading. Prior to this the patient experienced vomiting, nausea, and dizziness, which prevented him from obtaining a fingerstick blood glucose (fsbg) measurement. Upon arrival at urgent care, a bg measurement indicated a glucose level of approximately 565 mg/dl, while the cgm displayed a reading of approximately 40 mg/dl, demonstrating a discrepancy. Due to this discrepancy, no treatment was administered at urgent care, and the patient was referred to the hospital for further evaluation. At the hospital, a repeat bg measurement showed a glucose level of approximately 545 mg/dl. By that time, the cgm had been removed and was no longer in use. The patient was treated with intravenous (IV) fluids, monitored for approximately four hours, and discharged once his condition stabilized. At the time of reporting, the patient indicated he was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.